Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported during a site visit to test the equipment and system functionality that the motion batteries, the battery connector cable and the battery charger connector cable were replaced. After which the system checkout was successfully performed with system passing all tests. System is performing as intended. Parts were not returned for an evaluation. No further issues were reported. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported called from the site to report that the motion batteries are not holding a charge. There was no patient present when this issue was identified.